Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 product not returned. This happened in 2 packages in a row. Therefore, the surgeon stopped using the same lot product. These were not control release needles. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-00148. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery, on (B)(6) 2022 and suture was used. When pulling the needle after penetrating the sternum, the needle came off immediately from the steel junction. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received seven unopened samples that pertain to the product code m649g. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result exceeded the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.